Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the patient had an optease retrieval vena cava filter (vcf) deployed. Approximately nineteen months after the device was deployed, the patient did not want to continue the coumadin therapy and wanted the device removed. The physician was reported to be aware of the device's indicated retrieval time of twenty-three days. The physician used a 10 fr cook retrieval system to attempt to remove the device. During the attempted removal, when the filter was collapsed, the patient's heart rate slowed. A decision was made at that time to leave the device in place. When the physician released the filter, the top was noted to fully deploy. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: approximately nineteen months after having an optease retrieval vena cava filter (vcf) implanted, the patient decided not to continue coumadin therapy and wanted the filter removed. The physician was reported to be aware that this was well beyond the device's indicated retrieval time of fourteen to twenty-three days. The physician used a 10 fr cook retrieval system to attempt to remove the device. During the attempted removal, when the filter was collapsed, the patient's heart rate slowed. A decision was made at that time to leave the device in place. A failed attempt was apparently made one year after the optease filter was placed. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Although no information has been provided regarding the attempted filter retrieval one year post implant (well beyond the device's indicated retrieval time of fourteen to twenty-three days) it is likely that the filter had endothealized into the vena cava vessel wall preventing its removal. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. The bradycardia which occurred during the second attempted retrieval approximately 19 months after implant may have been influenced by patient, procedural and lesion factors. However, there is not enough information to draw a clinical conclusion between the device and the event.